Event description:
The user facility submitted medical device report stating that laparoscopic surgery was performed for lysis of adhesions when a blade broke off of the jarit supercut endo scissors, roto-cam monopolar. The surgeon and staff were able to visualize the broken piece with the laparoscope. The procedure was converted to a laparotomy to locate the endoshear blade. The broken piece was retrieved. Integra lifesciences corp received additional info on 05/14/08 from risk mgmt. The physician had used this device and blade numerous times without any incident and was proficient in the use of this device. Integra was advised that there was no injury to the pt. The part was retrieved from the pt's abdomen. An x-ray was done which revealed that nothing was left behind. There were no post-operative complications as a result of this incident, nor was any other medical treatment necessary at the time.